Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ghost cubie was detected in bin 07 15 and need to be deleted. A technical support specialist walked the customer through the steps to de assign the unit, and once that was completed, customer removed the cubie. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the ghost cubie was appearing in bin 07 15, and it needed to be deleted. The customer reported that the doxycycline hyc 100 mg caps cubie was not physically present in bin 07 15. The customer requested that this cubie assignment to be removed from the cabinet software or in the database. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.